Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving compounded baclofen (2250 mcg/ml at 280 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient had a magnetic resonance imaging (MRI) performed for an unknown reason and post procedure while a motor stall occurred the pump status was checked and it was noted to have recovered. The caller stated that the patient had some tugging, vibrating and heating sensation while having the MRI performed; it was noted that the patient had these similar sensations in the past with previous MRI's on unknown dates. No further complications have been reported as a result of this event.